Event description:
It was reported that a patient had a greenlight procedure on (B)(6) 2014. Prior to the procedure: a cystoscopy showed "inflammation of bladder". Reportedly, the greenlight procedure was 41 minutes and "an excessive amount of laser energy was used". Immediately post op, the patient remained in the surgical area. "I was in and out of consciousness and bleeding". The "surgical notes say I pulled on the catheter twice, but I don't remember doing this; catheter size 26". "No blood count or cbc was performed". An ambulance was dispatched and took patient to the hospital. At 10pm at night, he was taken for cystoscopy and cauterized for bleeding. Was in ICU for 5 days; 14 units of blood given. Hgb was 17 at start of greenlight procedure and went down to hgb of 6.5. Was on "pressors" in ICU. Not able to work or travel. Is seeing a reconstructive urologist at ucsd. Has urethral stricture and will need urethroplasty. No further information was reported.

Event description:
This patient contacted ams and further communicated his concerns with his surgery. "I was near death from the laser". "There was a lot of blood being emptied from the foley bag." "There was no blood test done at time of surgery and I was in hemorrhagic shock in the ER and they put me on pressors in order to stop the bleeding". He left the call with "I have nothing further to say". No further information was reported at this time.